Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2018-09360, reference MFR. Report: 1627487-2018-09361, reference MFR. Report: 1627487-2018-09438. It was reported the patient developed an infection at the lead site. The patient is currently at the hospital for unrelated health issues.

Event description:
Device 4 of 4 : reference MFR. Report: 1627487-2018-09360 , reference MFR. Report: 1627487-2018-09361 , reference MFR. Report: 1627487-2018-09438. Follow-up identified the physician 'classified' the infection as a bed/pressure sore. The physician performed an x-ray and concluded the lead/system is not causing the reported soreness. The plan is to refer the patient to a wound care specialist.